Event description:
It was reported that the pump appeared like it was infusing but was not. The issue resulted in the delay of treatment. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the pump appeared like it was infusing but was not. The issue resulted in the delay of treatment. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182). Additional information: imdrf annex a, b and g codes, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.